Event description:
Info was received that reported a pt was hospitalized due to diabetic ketoacidosis. It was reported by the pt's mother that the device has damage to the housing that the pt repaired with duct tape. The device has been damaged like this for "some time" and the pt has been unwilling to exchange the device for an undamaged one. The mother also reported that the pt is not diligent about checking her blood glucose. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.